Event description:
It was reported by service report that the scale and bed exit were not working. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Results: faulty foot left load cell cable affected scale and bed exit functions.